Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, a patient experienced a corneal burn. The surgeon indicated an occlusion occurred which was cleared, but towards the end, there was no irrigation or aspiration. Additional information has been requested.

Manufacturer narrative:
This is a duplicate report. All follow up information will be provided in mfg report 2028159-2015-10213. (B)(4).